Manufacturer narrative:
(B)(4). Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. Motor passed motor test.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis